Event description:
An ophthalmic surgeon reported that during vitreo-retinal surgery, no air flowed, although the screen was set to fax (fluid air exchange) mode. The pak was replaced and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
A sample has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).